Event description:
Patient had been referred for repeat cardiac catheterization and coronary angiography. Patient has known artherosclerotic coronary artery disease having undergone stent placement of a severe 90% proximal lad stenosis in 2002. Two cordis hepacoat stents were placed at that time. They were placed in tandem of the proximal lad in the region of the first septal perforator and the first diagonal artery. In 2003, the patient presented with 1-vessel coronary disease and stable angina (ccs2). The pre-procedural medications were asa and anti-anginals. The pre-procedural cardiac enzymes drawn the day before were as follows: crp not done, ck normal, ck-mb not done, and troponin not done. There was no pre-procedure lipid profile available.